Manufacturer narrative:
Dr. (B)(6), biolife's chief medical advisor conducted an evaluation. In his evaluation he stated "the skin breakdown was likely primarily caused by the patien's immature skin, compromised perfusion, decreased mobility, altered neurological responsiveness, fluid retention, excess moisture, the catheter placement and/or the dressing and is unlikely related to the statseal placement. (B)(4)

Event description:
On (B)(6) 2018 biolife received a feedback from the nicu at (B)(6) hospital, statseal disc is place if needed when piccs are place. It is generally left in place for 24 hrs and then the dressing is changed and it is removed. They had a couple of instances of skin breakdown beneath the statseal when placed on tiny babies (<1000 grams). Nurse from the hospital had a question: do you have recommendations for how long the statseal should stay in place for this population? Nurse stated it was a very tiny baby girl, under 1000 gms. Statseal had been placed on at time of insertion due to excessive bleeding. The PICC nurse held pressure and then applied tegaderm. Their practice has been to remove statseal at 24 hrs. Nurse stated the skin was excoriated with some breakdown when they removed the dressing. They removed the PICC (and placed another PICC elsewhere) and applied bacitracin with baby doing fine now.